Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient presented with pre operative diagnosis of lumbar degenerative disk disease,l4-5 and underwent following procedures: posterior pedicle screw instrumentation,l4-5. Lumbar decompression at l4-5 to decompress the l4 nerve root. Posterolateral arthrodesis using compression resistant matrix, bmp and locally harvested bone graft for fusion at l4-5. Lumbar decompression at l4-5 to decompress the l5 nerve root in the lateral recess. Use of locally harvested bone graft, morselized for autograft. Per operative report ¿¿. Arthrodesis consisting of compression resistant matrix, locally harvested bone graft and bmp soaked sponge was placed into the lateral gutters, spanning the transverse process of l4 to l5 transverse processes.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.